Event description:
It was reported that a patient presented remotely with multiple high ventricular rate episodes as early as 06 sep 2021 due to oversensing of right ventricular lead noise. No intervention was reported. The patient was discharged.